Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's drg system is not providing adequate relief. This issue began for the patient after a recent fall. The patient was taken in for a drg lead replacement on (B)(6) 2021. Therapy was restored at postop.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.